Event description:
A power source alert was reported by the customer. There was no adverse impact on the customer's blood glucose level. The customer was instructed by technical support to plug the wall adapter into a known working outlet and wait at least 30 consecutive minutes for the pump to begin charging.. Upon follow up, it was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable and adapter. A new charging cable and adapter was sent to the customer.